Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range pacing lead impedance measurement greater than 2000 ohms along with loss of capture (loc) at 6.5 volts due to a lead fracture. Further, the patient also had a fall and subdural hematoma. Additional information was received indicating that the lead fracture was confirmed through fluoroscopy and no asystole was observed. The rv lead was left in place because the physician felt risk for a lead extraction. No additional adverse patient effects were reported.